Event description:
The patient called alleging that segments were missing on their meter. Medical affairs tried to contact the patient; however, the patient refused to troubleshoot with medical affairs and customer service. The patient went to the physician's office to get tested and there is no information on what their blood glucose reading was on the physician's meter. There is no information if the patient was treated by a medical professional. Customer service sent the patient a new meter. Based on the information provided, this case is being reported as a malfunction, since the issue was not resolved with the meter.